Event description:
The lay user/pt contacted lfs alleging that the ultralink meter does not power on. The pt mentioned on an unspecified date in the morning, he inserted the test strip into the meter and the meter started to count down very fast (from 1-40). He pulled the test strip out and reinserted the test strip and issue persisted. Later that day, he went to see his physician for a schedule appointment and the meter did not power on. Pt replaced the battery and issue persisted. The pt did not exhibit any symptoms or receive any medical treatment. The pt was using the correct vial of test stirps. The meter is not a new product (out of box). The batteries were correctly installed and the battery contacts were in good condition. The issue was not resolved and the meter was replaced. There is no evidence that the meter caused or contributed to an adverse event or that a serious injury occurred. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.